Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, . "It was reported that customer is experiencing poor flashback, difficult penetration, and leakage with the catheters. Customer responded that fluid seemed to be leaking from the inserted catheter, not just around the insertion site. Per email: customer complained of not seeing flash back, difficulty puncturing the skin and found catheters that leaked." 12 occurrences flashback, 8 occurrences needle penetration difficulty, 4 occurrences leakage.

Manufacturer narrative:
The correction is as follows: g.4. Date received by manufacturer: 2019-07-03.

Event description:
It was reported that leakage occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter. "It was reported that customer is experiencing poor flashback, difficult penetration, and leakage with the catheters. Customer responded that fluid seemed to be leaking from the inserted catheter, not just around the insertion site. Per email: customer complained of not seeing flash back, difficulty puncturing the skin and found catheters that leaked.". 12 occurrences flashback. 8 occurrences needle penetration difficulty. 4 occurrences leakage.

Manufacturer narrative:
Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that leakage occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, . "It was reported that customer is experiencing poor flashback, difficult penetration, and leakage with the catheters. Customer responded that fluid seemed to be leaking from the inserted catheter, not just around the insertion site. Per email: customer complained of not seeing flash back, difficulty puncturing the skin and found catheters that leaked." 12 occurrences flashback. 8 occurrences needle penetration difficulty. 4 occurrences leakage.